Event description:
The reporter indicated that the device was explanted due to a lead malfunction. The pt was referred for evaluation of ICD shocks and was found to have noise induction with body position as well as upon raising left arm.